Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was removed and replaced during the same procedure due to insufficient capsular support. Vitrectomy was performed and no injury was reported. The patient's outcome post-surgery was not provided. No further information is available.

Manufacturer narrative:
Correction: upon further review, it was noted that in the initial MDR section h6: health effect - clinical code 4581 eye anatomy issue was inadvertently not included; therefore, it is captured in this supplemental report. 4582 - no clinical signs, symptoms or conditions is being replaced with 4581. The following section has been updated accordingly: section h6: health effect - clinical code: 4581 additional info: another johnson & johnson zma00 lens (different model and lower diopter) was implanted as a replacement. Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: sep 30, 2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in the original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. Lens damage (bent) was observed but can be attributed to handling. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.